Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011. Shortly after the procedure, the patient experienced various undefined complications. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - undefined complication occurred. Undefined complication occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.